Event description:
It was reported that during a laparoscopic gastric sleeve procedure, two of the ports had valves that pushed completely down the port and into the patient (both were retrieved) and another port the valve also came loose and remained trapped in the shaft of the port. This occurred during the procedure after the port had been entered and exited a number of times. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Do you know what device was being used when the value and port broke loss inside the trocar? - no, all I know is that the surgeon said he had not done many passes with the instrument. Unfortunately the surgeon involved is now on holiday in (B)(6) for one month. The analysis results found that the device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the (b) found that the device was received with the duckbill out of position and returned. One potential cause for the damage found may be the snagging of an instrument during insertion. As the correct obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.